Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: unknown, ubd: , UDI#: this regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. G2. Japan medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient tried to charge using their device and the "recharger problem" screen appeared. The implantable neurostimulator (ins) could not be charged. The antenna portion of the recharger and the joint of the cable were confirmed to be hot, although there was no bending or damage to the patient's clothes. After the troubleshooting shared within the business unit was checked, the following actions were done: it was confirmed the antenna was damaged, the controller was reset, they checked the operation of the controller, and they reconnected the recharger. However, this event reoccurred. The issue was not resolved. Additional information was received. It was noted that the serial number of the recharger was unknown and could not be confirmed because the event was reported by phone and there was no record of the product in the patient database. The issue was considered resolved because there was no further phone inquiry after the replacement was sent. The patient had possession of the recharger and would discard it.